Event description:
The report stated that upon turning on the radio frequency ablation generator, "imp test failed" was displayed. The generator would not activate. Another generator was used to perform the procedure. There was no pt injury.

Manufacturer narrative:
Date of initial report: 04/22/2008. To date, the incident sample has not been received for eval. Intn'a affiliate has been asked if the generator is being returned for eval/ service. If the sample is received for eval/ service or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.